Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 267mg/dl. The customer woke up feeling ill and the insulin pump alarmed no delivery. The infusion set was changed and the customer went to bed. The customer woke up ill again and the paramedics were called. Later, the customer was admitted in the emergency room. Troubleshooting was performed. While trying to prime the insulin pump alarmed no delivery, insulin squirted out, and then gave different alarm. Advised customer to discontinue the insulin pump used and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.